Event description:
In 2009, beavers dental received notification that during a routine removal of soft temporary material (cavit) the cutting portion of the bur separated and lodged itself inside the canal of a central incisor. This made it impossible to complete the root canal and necessitated the intervention of an endodontic specialist to remove the bur. No additional consequence to the patient was observed.

Manufacturer narrative:
Unused burs from the same lot of the actual device involved in this incident were returned to beavers dental for evaluation. The evaluation of the burs indicated that the burs met product specifications.